Event description:
It was reported that during a product demonstration at the user facility the colored rings around the device were damaged. Additionally, it was reported that during testing conducted at the manufacturer facility the leg of the device was found to be bent. No medical intervention and no adverse consequences were reported with this event. As these events occurred during a demonstration and testing, there was no patient involvement and no delay to a surgical procedure.